Manufacturer narrative:
The history log showed the pad-pak was first installed on the 25th june 2013 and performed to specification up to the 9th november 2014. The device failed the weekly auto self-test on the 16th november 2014 due to a low battery. The device was successfully power cycled on the 2nd december 2014 and the device passed all self-tests up to the 18th october 2015. On the 25th october 2015 the device failed the weekly auto self-test due to a low battery. The final history log entry records a passed self-test during a power cycle on the (B)(6) 2015. The device was disassembled for investigation. Significant voltage fluctuations recorded on both battery terminal pogo pins would have been enough to have caused the premature low battery warnings detailed within the report.

Event description:
There was no patient involved in this event. Pad unit has low battery warning with pad-pak expiration of may 2017.